Event description:
Per healthcare professional, when attaching the transducer during open heart surgery, the p.a. Lumen would not flush. The catheter was replaced and there was no adverse pt outcome as a result of this incident.